Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had image noise, when the cable was shaken. The issue occurred during an unspecified therapeutic procedure that was competed using a similar device. There were no reports of patient harm.

Event description:
The issue occurred during the beginning of an unspecified therapeutic procedure that was completed using a similar device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and due to some corrections required. Corrected fields: b5, d4, e3, g1, g2. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the image was black, the image quality was poor, and there was water leakage into the light guide cover glass. Based on the results of the investigation, a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.